Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 3.25 x 11.5mm (bost3211) and one 3i t3® tapered implant 4/3 x 13mm (bopt4313) returned for investigation. Visual inspection of the as returned products identified two implants with fractured screw inside of it. Additionally, there were bone residue around the external threads of the implants due to usage. Some thread featured identified to be damaged along with scratches. Device history record (DHR) and complaint history reviews could not be performed for unknown biomet screws as the lot/item numbers were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information, the reported device malfunction (screw fracture) did occur and were confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth sites # 12 was removed because the screw fractured inside and doctor was not able to remove.